Event description:
A malfunction alarm was reported with malf 12 code displayed prior to any notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with the reset, after which the malfunction code did not recur. The customer may continue using the pump and was advised to contact technical support again if the issue reoccurs.